Manufacturer narrative:
The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an altitude alarm. Customer was swimming in a pool with pump. No reported adverse impact to the customer's blood glucose. Customer changed supplies and resumed insulin delivery.